Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing was confirmed. Upon investigation, the trunk cable's front pulse wire was cute, causing a short to the distribution node pca. The root cause for cut wire was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to complete incoming functionality testing.